Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) read as ¿high¿, however, a specific value was not provided. The customer treated bg with a correction bolus via the pump. Reportedly, the customer cleared the alarm and resumed insulin therapy.